Event description:
On 07/10/08 the patient reported that a few weeks ago the cannula of his insulin infusion set was kinked. He said he discovered this when he received an occlusion message on his insulin infusion device. He stated he changed and discarded his infusion set and has had no further issues. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.